Event description:
It was reported that the patient was not getting the results she expected from the implantable neurostimulator (ins). The patient still had leakage but also reported recently having surgery. She was just getting discharged from surgery so she was unsure if the leakage was urine or was from surgery. The patient had a "bladder tuck" and hysterectomy. The patient was still healing from the surgery. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 3889-28, lot# v891128, implanted: (B)(6) 2012. Product type: lead: product ID 3037, serial# (B)(4). Product type: programmer, patient. (B)(4).